Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15nov2017. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including bleeding. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent an echocardiography (echo) which revealed the pericardial effusion; however, images were not provided. Hematoma was removed through operation by re-thoracotomy and the patient¿s condition improved since the removal.

Event description:
It was reported that the patient had a major bleed in the mediastinum. Anticoagulation therapy at the time of the event was warfarin and aspirin. The clinical values were: international normalized ratio (inr) 1.9, activated partial thromboplastin time (aptt) 44 seconds, and platelets 49.4×10000/l. The episode resulted in re-operation. The cause of the bleeding was related to the implant procedure and anticoagulation. The causal relationship with the device was considered low but could not be denied.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.